Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report.

Event description:
It was reported that this right atrial (ra) lead connected to an implantable cardioverter defibrillator (ICD) exhibited undersensing on the stored electrograms (egms). Technical services (ts) recommended further review and reprogramming was performed. No adverse patient effects were reported. This lead remains in service.